Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the pneumatic module assembly after determining that it was faulty. The unit was tested per procedure. The fse performed electrical safety testing. The unit was working within specifications.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d10,e1(name & email),e3,h6(clinical & impact)

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit was not passing pneumatic test. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was not passing pneumatic test. No one was harmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.